Manufacturer narrative:
Medwatch sent to FDA on 3/1/2016. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of joint pain, difficulty breathing and decrease of "t-cells, cd3, cd4 and cd8" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of pain, dyspnea and patient problem/medical problem: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. The distributor and/or manufacturer must be informed about any other undesirable side effects linked to the juvéderm voluma xc injection."

Event description:
Patient reported having an injection with unspecified juvederm voluma in the cheeks and nasolabial folds by a cosmetician. Five days after injection, the patient experienced a systemic adverse event that consisted of joint pain and difficulty breathing. Patient also noted having a decrease of "t-cells, cd3, cd4 and cd8" that were shown in blood tests. Symptoms lasted 3 months. Another year later, the patient was injected again with unspecified juvederm voluma and experience the same reaction that also lasted 3 months. Two years later, the patient had another injection with unspecified juvederm voluma and experience the same reaction again which also lasted 3 months. This is the same event and the same patient reported under MDR ID #3005113652-2016-00139 ((B)(4)) and MDR ID #3005113652-2016-00135 ((B)(4)). This MDR is being submitted for the third suspect product, the third injection with unspecified juvederm voluma, also a device manufactured by allergan.